Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 18-jan-2018 a field service engineer (fse) replaced the colum, ran calibration, precision, and quality controls; all passed. No further action was required. The g8 instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number 12300809, from 16-dec-2016 through 16-jan-2018. There were two (2) similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. 1.4 storage and stability the unopened tskgel g8 variant hsi column should be stored at 4-15°c in a cool location away from direct sunlight. The column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections. Section 1.6 procedures, reagent and column preparation and installation, provides step-by-step instruction column installation. The most probable cause of the reported event was due a faulty column.

Event description:
On (B)(6) 2018 a customer reported a calibration failure on the g8 instrument. The customer reported that elution buffer 1 and column were replaced, but calibration failed again. The technical support specialist instructed the customer to run five (5) patient samples to check for retention time; the customer reported that retention was 0.58 to 0.59 minutes (acceptable range is 0.57 to 0.61 minutes). The customer reported that patient results had check peak flags and hgb variant detected flags. The tss suggested replacing elution buffer 2 and elution buffer 3 and then repeating patient samples. On (B)(6) 2018 the customer reported that after changing the elution buffer 2 and elution buffer 3, the patient results continued to have check peak flags, hgb variant detected, and p00 peak flags. The customer was down and unable to run hemoglobin a1c (hba1c), which caused a delay in reporting of patient results. A field service engineer was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.